Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") in an adult female patient who had essure (batch no. C55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included scoliosis, breast prosthesis implantation in 2003, cesarean delivery, without mention of indication in 1999, esophagogastroduodenoscopy in 2011, malignant neoplasm of eyelid in 2006, carpal tunnel syndrome in 2005, myofascial pain syndrome in 2005, thoracogenic scoliosis in 2005, lumbar scoliosis in 2005, lumbar disc degeneration in 2006, radiculitis lumbosacral in 2006, adjustment disorder with mixed disturbance of emotion and conduct in 2005, skin cancer in 2007, lateral epicondylitis in 2007, duodenitis in 2011, herpes simplex in 2011, lumbar strain on (B)(6) 2013 and spinal disorder nos in 2006. Concurrent conditions included alcohol use, period pains, bloating, general malaise, general anesthesia, body mass index normal, salpingitis and tubal ligation. Family history included breast cancer (mother). Concomitant products included anovlar (microgestin) for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("depression"), adhesiolysis ("lysis of adhesions"), allergy to metals ("nickel allergy") and weight abnormal ("weight gain / loss specify which one"). The patient was treated with surgery (proximal salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, weight increased, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the mood swings, depression, adhesiolysis, allergy to metals and weight abnormal outcome was unknown. The reporter considered adhesiolysis, allergy to metals, alopecia, depression, dysmenorrhoea, fatigue, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, weight abnormal and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion and removal procedure well. There were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium. The essure was then deployed and the introducer was removed. There were 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: satisfactory placement of both essure coils patient had a mammogram (unspecified date) and never heard back results. On (B)(6) 2015, essure device was inserted and easily cannulated into the right ostium, there were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium, there were 3 coils visualized. On (B)(6) 2015, plaintiff had a hysterosalpingogram that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Surgical pathology report on (B)(6) 2016, specimen received: fallopian tubes, sterilization/identification - bilateral gross description: received in formalin in 1 containers labeled designated as "bilateral fallopian tubes and essure devices". Consists of 2 separate portions of fallopian tubes that measure 3.5 cm and 2.8 cm in length respectively with a 0.3 cm diameter. Sectioning reveals a metallic coil within each lumen. Serially sectioned to reveal a pinpoint lumen. Rep. Sections of each fallopian tube are submitted in 2 separate cassettes . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, alopecia, dysmenorrhea, bloating, malaise most recent follow-up information incorporated above includes: on 14-jun-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") in an adult female patient who had essure (batch no. C55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis, breast prosthesis implantation in 2003, cesarean delivery, without mention of indication in 1999, esophagogastroduodenoscopy in 2011, malignant neoplasm of eyelid in 2006, carpal tunnel syndrome in 2005, myofascial pain syndrome in 2005, thoracogenic scoliosis in 2005, lumbar scoliosis in 2005, lumbar disc degeneration in 2006, radiculitis lumbosacral in 2006, adjustment disorder with mixed disturbance of emotion and conduct in 2005, skin cancer in 2007, lateral epicondylitis in 2007, duodenitis in 2011, herpes simplex in 2011, lumbar strain on 8-apr-2013 and spinal disorder nos in 2006. *patient had a mammogram (unspecified date) and never heard back results. On 20-aug-2015, essure device was inserted and easily cannulated into the right ostium, there were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium, there were 3 coils visualized. On (B)(6)2015, plaintiff had a hysterosalpingogram that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Surgical pathology report on (B)(6) 2016, specimen received: fallopian tubes, sterilization/identification - bilateral gross description: received in formalin in 1 containers labeled designated as "bilateral fallopian tubes and essure devices". Consists of 2 separate portions of fallopian tubes that measure 3.5 cm and 2.8 cm in length respectively with a 0.3 cm diameter. Sectioning reveals a metallic coil within each lumen. Serially sectioned to reveal a pinpoint lumen. Rep. Sections of each fallopian tube are submitted in 2 separate cassettes. Concurrent conditions included alcohol use, period pains, bloating, general malaise, general anesthesia, body mass index normal, salpingitis and tubal ligation. Family history included breast cancer (mother). Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) for contraception. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced depression ("depression"), allergy to metals ("nickel allergy") and abdominal adhesions ("complications from essure removal - tubes were fused to small intestine"), underwent adhesiolysis ("lysis of adhesions") and was found to have weight abnormal ("weight gain / loss specify which one"). The patient was treated with surgery (proximal salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, weight increased, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the mood swings, depression, adhesiolysis, allergy to metals, weight abnormal, anxiety and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, adhesiolysis, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, weight abnormal and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion and removal procedure well. There were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium. The essure was then deployed and the introducer was removed. There were 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on 23-nov-2015: results: satisfactory placement of both essure coils. Patient had a mammogram (unspecified date) and never heard back results. On (B)(6) 2015, essure device was inserted and easily cannulated into the right ostium, there were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium, there were 3 coils visualized. On (B)(6) 2015, plaintiff had a hysterosalpingogram that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Surgical pathology report on 18-mar-2016, specimen received: fallopian tubes, sterilization/identification - bilateral gross description: received in formalin in 1 containers labeled designated as "bilateral fallopian tubes and essure devices". Consists of 2 separate portions of fallopian tubes that measure 3.5 cm and 2.8 cm in length respectively with a 0.3 cm diameter. Sectioning reveals a metallic coil within each lumen. Serially sectioned to reveal a pinpoint lumen. Rep. Sections of each fallopian tube are submitted in 2 separate cassettes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, alopecia, dysmenorrhea, bloating, malaise most recent follow-up information incorporated above includes: on (B)(6)-2018: plaintiff fact sheet received - new events - anxiety and complications from essure removal - tubes were fused to small intestine were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") in a female patient who had essure (batch no. C55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included scoliosis, breast prosthesis implantation in 2003, cesarean delivery, without mention of indication in 1999, esophagogastroduodenoscopy in 2011, malignant neoplasm of eyelid in 2006, carpal tunnel syndrome in 2005, myofascial pain syndrome in 2005, thoracogenic scoliosis in 2005, lumbar scoliosis in 2005, lumbar disc degeneration in 2006, radiculitis lumbosacral in 2006, adjustment disorder with mixed disturbance of emotion and conduct in 2005, skin cancer in 2007, lateral epicondylitis in 2007, duodenitis in 2011, herpes simplex in 2011, lumbar strain on (B)(6) 2013 and spinal disorder nos in 2006. Concurrent conditions included alcohol use, period pains, bloating, general malaise, general anesthesia and body mass index normal. Family history included breast cancer (mother). Concomitant products included anovlar (microgestin) for contraception. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced depression ("depression"), adhesiolysis ("lysis of adhesions"), allergy to metals ("nickel allergy") and weight decreased ("weight gain / loss specify which one"). The patient was treated with surgery (proximal salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, weight increased, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the mood swings, depression, adhesiolysis, allergy to metals and weight decreased outcome was unknown. The reporter considered adhesiolysis, allergy to metals, alopecia, depression, dysmenorrhoea, fatigue, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion and removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: satisfactory placement of both essure coils patient had a mammogram (unspecified date) and never heard back results. On (B)(6) 2015, essure device was inserted and easily cannulated into the right ostium, there were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium, there were 3 coils visualized. On (B)(6) 2015, plaintiff had a hysterosalpingogram that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Surgical pathology report on (B)(6) 2016, specimen received: fallopian tubes, sterilization/identification - bilateral gross description: received in formalin in 1 containers labeled designated as "bilateral fallopian tubes and essure devices". Consists of 2 separate portions of fallopian tubes that measure 3.5 cm and 2.8 cm in length respectively with a 0.3 cm diameter. Sectioning reveals a metallic coil within each lumen. Serially sectioned to reveal a pinpoint lumen. Rep. Sections of each fallopian tube are submitted in 2 separate cassettes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and alopecia. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet: events nickel allergy weight loss are added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain') in an adult female patient who had essure (batch no. C55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar strain on (B)(6) 2013, herpes simplex in 2011, esophagogastroduodenoscopy in 2011, duodenitis in 2011, lateral epicondylitis in 2007, skin cancer in 2007, spinal disorder nos in 2006, lumbar disc degeneration in 2006, radiculitis lumbosacral in 2006, malignant neoplasm of eyelid in 2006, myofascial pain syndrome in 2005, carpal tunnel syndrome in 2005, thoracogenic scoliosis in 2005, lumbar scoliosis in 2005, adjustment disorder with mixed disturbance of emotion and conduct in 2005, breast prosthesis implantation in 2003, cesarean delivery, without mention of indication in 1999 and scoliosis. *patient had a mammogram (unspecified date) and never heard back results. On (B)(6) 2015, essure device was inserted and easily cannulated into the right ostium, there were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium, there were 3 coils visualized. On (B)(6) 2015, plaintiff had a hysterosalpingogram that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Surgical pathology report on (B)(6) 2016, specimen received: fallopian tubes, sterilization/identification - bilateral gross description: received in formalin in 1 containers labeled designated as "bilateral fallopian tubes and essure devices". Consists of 2 separate portions of fallopian tubes that measure 3.5 cm and 2.8 cm in length respectively with a 0.3 cm diameter. Sectioning reveals a metallic coil within each lumen. Serially sectioned to reveal a pinpoint lumen. Rep. Sections of each fallopian tube are submitted in 2 separate cassettes. Concurrent conditions included alcohol use, period pains, bloating, general malaise, general anesthesia, body mass index normal, salpingitis and tubal ligation. Family history included breast cancer (mother). Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) for contraception. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced depression ("depression"), allergy to metals ("nickel allergy"), abdominal adhesions ("complications from essure removal - tubes were fused to small intestine") and abdominal pain ("abdominal pain "), underwent adhesiolysis ("lysis of adhesions") and was found to have weight abnormal ("weight gain / loss specify which one"). The patient was treated with surgery (proximal salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, weight increased, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the mood swings, depression, adhesiolysis, allergy to metals, weight abnormal, anxiety, abdominal adhesions and abdominal pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, adhesiolysis, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, weight abnormal and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion and removal procedure well. There were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium. The essure was then deployed and the introducer was removed. There were 3 coils visualized. Patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: satisfactory placement of both essure coils. Patient had a mammogram (unspecified date) and never heard back results. On (B)(6) 2015, essure device was inserted and easily cannulated into the right ostium, there were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium, there were 3 coils visualized. On (B)(6) 2015, plaintiff had a hysterosalpingogram that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Surgical pathology report on (B)(6) 2016, specimen received: fallopian tubes, sterilization/identification - bilateral gross description: received in formalin in 1 containers labeled designated as "bilateral fallopian tubes and essure devices". Consists of 2 separate portions of fallopian tubes that measure 3.5 cm and 2.8 cm in length respectively with a 0.3 cm diameter. Sectioning reveals a metallic coil within each lumen. Serially sectioned to reveal a pinpoint lumen. Rep. Sections of each fallopian tube are submitted in 2 separate cassettes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, alopecia, dysmenorrhea, bloating, malaise most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : new event abdominal pain were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included scoliosis, breast prosthesis implantation in 2003, cesarean delivery, without mention of indication in 1999, esophagogastroduodenoscopy on 15-jul-2011, malignant neoplasm of eyelid on 2-feb-2006, carpal tunnel syndrome on 25-may-2005, myofascial pain syndrome on 27-jul-2005, thoracogenic scoliosis on 25-may-2005, lumbar scoliosis on 25-may-2005, degeneration of thoracic or lumbar intervertebral disc on 12-may-2006, radiculitis on 12-may-2006, adjustment disorder with mixed disturbance of emotion and conduct on 25-apr-2005, skin cancer on 29-mar-2007, lateral epicondylitis on 14-dec-2007, duodenitis on 15-jul-2011, herpes simplex on 14-nov-2011 and lumbar strain on 8-apr-2013. Concurrent conditions included alcohol use, period pains, bloating, general malaise and general anesthesia. Family history included breast cancer (mother). On 20-aug-2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery (proximal salpingectomy laparoscopic (bilateral)). Essure was removed on 18-mar-2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, weight increased, mood swings and depression outcome was unknown. The reporter considered alopecia, depression, menorrhagia, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion and removal procedure well. Diagnostic results: patient had a mammogram (unspecified date) and never heard back results. On 20-aug-2015, essure device was inserted and easily cannulated into the right ostium, there were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium, there were 3 coils visualized. On 23-nov-2015, plaintiff had a hysterosalpingogram that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Surgical pathology report on 18-mar-2016, specimen received: fallopian tubes, sterilization/identification - bilateral gross description: received in formalin in 1 containers labeled designated as "bilateral fallopian tubes and essure devices". Consists of 2 separate portions of fallopian tubes that measure 3.5 cm and 2.8 cm in length respectively with a 0.3 cm diameter. Sectioning reveals a metallic coil within each lumen. Serially sectioned to reveal a pinpoint lumen. Rep. Sections of each fallopian tube are submitted in 2 separate cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and alopecia. Most recent follow-up information incorporated above includes: on 26-feb-2018: medical record received. Reporter information updated, case became medically confirmed. Patient¿s relevant history and lab data updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery (underwent a salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, weight increased, mood swings and depression outcome was unknown. The reporter considered alopecia, depression, menorrhagia, mood swings, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-jul-2017: summons received: indication was added. Events excessive and abnormal bleeding during menstruation, chronic pelvic pain, hair loss, weight gain, mood swings and depression were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") in a female patient who had essure (batch no. C55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included scoliosis, breast prosthesis implantation in 2003, cesarean delivery, without mention of indication in 1999, esophagogastroduodenoscopy in 2011, malignant neoplasm of eyelid in 2006, carpal tunnel syndrome in 2005, myofascial pain syndrome in 2005, thoracogenic scoliosis in 2005, lumbar scoliosis in 2005, lumbar disc degeneration in 2006, radiculitis lumbosacral in 2006, adjustment disorder with mixed disturbance of emotion and conduct in 2005, skin cancer in 2007, lateral epicondylitis in 2007, duodenitis in 2011, herpes simplex in 2011, lumbar strain on (B)(6)2013 and spinal disorder nos in 2006. Concurrent conditions included alcohol use, period pains, bloating, general malaise, general anesthesia and body mass index normal. Family history included breast cancer (mother). Concomitant products included anovlar (microgestin) for contraception. In august 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced depression ("depression") and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (proximal salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, weight increased, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the mood swings, depression and pelvic adhesions outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, fatigue, menorrhagia, mood swings, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion and removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Patient had a mammogram (unspecified date) and never heard back results. On (B)(6)2015, essure device was inserted and easily cannulated into the right ostium, there were 3 coils visualized. The essure device was then inserted and easily cannulated into the left ostium, there were 3 coils visualized. On (B)(6)2015, plaintiff had a hysterosalpingogram that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Surgical pathology report on (B)(6)2016 , specimen received: fallopian tubes, sterilization/identification - bilateral gross description: received in formalin in 1 containers labeled designated as "bilateral fallopian tubes and essure devices". Consists of 2 separate portions of fallopian tubes that measure 3.5 cm and 2.8 cm in length respectively with a 0.3 cm diameter. Sectioning reveals a metallic coil within each lumen. Serially sectioned to reveal a pinpoint lumen. Rep. Sections of each fallopian tube are submitted in 2 separate cassettes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and alopecia. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs recieved: new events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), lysis of adhesions and fatigue. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.